Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the fill port tubing was split halfway down the middle of the tubing, resulting in the inlet port connector being easily removed. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tube port of an exactamix eva tpn bag is deformed and falls out. The exact process step was not specified. There was no patient involvement. No additional information is available.